Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed no evidence of rewind alarms. A visual inspection of the pump showed that there were multiple cracks in the battery compartment. The returned battery cap was damaged with stripped threads and was not able to secure to the pump. A test cap was used for the investigation but was not able to be removed from the pump. During testing, the pump was exercised for 24 hours and no rewind issue occurred. The pump case was removed and no moisture or mechanical damage was found inside the pump. The complaint a motor rewind issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim fading and discolored.